Manufacturer narrative:
Device evaluation: the device has not yet returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that while gaining vascular access for an angioplasty procedure the wire became knotted and the tip of the wire became stuck in the extravascular space. A vascular surgeon removed part of the wire from the patient. The procedure was completed the next day. No harm or injury to the patient was reported.

Manufacturer narrative:
The suspect device did not return for evaluation. Because the unit was not returned, the root cause could not be determined. The complaint is not confirmed. If the device is returned in the future this investigation will be reopened and a follow up submitted. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.